Manufacturer narrative:
Argus case (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 74-year-old male patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number vh9c, expiry date 31st july 2023) for denture failure. On an unknown date, the patient started super poligrip free denture adhesive cream, no therapy at an unknown dose and frequency and poligrip (unspecified dental adhesive or dental cleanser). On an unknown date, an unknown time after starting super poligrip free denture adhesive cream and poligrip (unspecified dental adhesive or dental cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant), shortness of breath and breast lump. The action taken with super poligrip free denture adhesive cream was unknown. The action taken with no therapy was unknown. The action taken with poligrip (unspecified dental adhesive or dental cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion, shortness of breath and breast lump were unknown. It was unknown if the reporter considered the accidental device ingestion, shortness of breath and breast lump to be related to super poligrip free denture adhesive cream and poligrip (unspecified dental adhesive or dental cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information was received via call center representative (phone) on 16 april 2021.the consumer reported that "poligrip: I've been using it and it's much better than fixodent. I don't know how you count all day, but I'll put it in at 10 am, and by about supper, the lower partial I'll have to add to it, and about once in 20 times I'll have to add to the upper plate. I was shopping and started getting very out of breath. Next day I saw a lump on my sternum pretty much level with the right breast. The question I have: the mouth will eventually wear away some of the product and that'll be getting into your system. These last few days, if I spit out excess saliva, it'll come with the product in it. Is this a known side effect or have you had any similar reports?" Qa results: the follow up information was received on 14 may 2021 from quality assurance (qa) department regarding complaint (B)(4) and issue number (B)(4). The report states that "this is the third complaint of this nature for this batch. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received. Therefore no further actions will be taken at this time. Due to the hsi with a related ae, should the sample become available and received to site, this case will be reopened". Hence the complaint was considered as unsubstantiated.

Manufacturer narrative:
(B)(4).

Event description:
The mouth will eventually wear away some of the product and that'll be getting into your system [accidental device ingestion]. Started getting very out of breath [shortness of breath]. I saw a lump on my sternum pretty much level with the right breast. [Breast lump]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old male patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number vh9c, expiry date 31st july 2023) for denture failure. On an unknown date, the patient started super poligrip free denture adhesive cream, no therapy at an unknown dose and frequency and poligrip (unspecified dental adhesive or dental cleanser). On an unknown date, an unknown time after starting super poligrip free denture adhesive cream and poligrip (unspecified dental adhesive or dental cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant), shortness of breath and breast lump. The action taken with super poligrip free denture adhesive cream was unknown. The action taken with no therapy was unknown. The action taken with poligrip (unspecified dental adhesive or dental cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion, shortness of breath and breast lump were unknown. It was unknown if the reporter considered the accidental device ingestion, shortness of breath and breast lump to be related to super poligrip free denture adhesive cream and poligrip (unspecified dental adhesive or dental cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information the adverse event information was received via call center representative (phone) on (B)(6) 2021. The consumer reported that "poligrip: I've been using it and it's much better than fixodent. I don't know how you count all day, but I'll put it in at 10 am, and by about supper, the lower partial I'll have to add to it, and about once in 20 times I'll have to add to the upper plate. I was shopping and started getting very out of breath. Next day I saw a lump on my sternum pretty much level with the right breast. The question I have: the mouth will eventually wear away some of the product and that'll be getting into your system. These last few days, if I spit out excess saliva, it'll come with the product in it. Is this a known side effect or have you had any similar reports?"